Event description:
Investigation complete.

Manufacturer narrative:
Additional information - f9 (approximate age of device). Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a as vega ps femoral comp.cemented f6n r (item nx033z) was implanted on (B)(6) 2013. According to the complainant, there was a gross loosening of the femoral and tibial components of the right knee. The patient underwent revision surgery on july 20 2021. The adverse event/malfunction is filed under aic reference xc 100032169 cc 400582821 associate medwatch reports 400582818_ 2916714-2023-00001_MDR, 400582819_ 2916714-2023-00002_MDR, 400582820_ 2916714-2023-00003_MDR, 400582822_ 2916714-2023-00005_MDR.